Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging the one touch ultra meter is giving an error 2 message. Per the owner's manual, error 2 could be caused either by a used test strip or a problem with the meter. This complaint is classified based on the documentation of the customer care advocate (cca) as this medical affairs specialist was unable to reach the pt for clarification. The pt has had several strokes and the information that the cca has gathered is limited as the pt was not clear about the detail of the ER visit. It should be noted that the pt called about the same issue and same meter on fifteen days earlier, and only her test strips were replaced for her at the time. Hence, the pt may not have been able to test her blood glucose since that day. After the reported error 2 message started, the pt decided to increase his lantus insulin dose from 27 unit to 30 units per day. At an unspecified date and time after the issue began, the pt developed symptoms of " dizzy and light-headedness." The pt went to the ER and was treated with IV glucose. The pt was tested on an ER/hospital meter obtaining a blood glucose of "132 mg/dl" (unspecified date and time). It would have been helpful to obtain the following information: frequency of testing, medication regimen, date the alleged issue began and if the issue was constant or intermittent, total dose of insulin on the day she received medical treatment, date and time of the medical intervention, blood glucose readings in the hospital, and changes to her medication regimen. During the troubleshooting session, the cca verified that the pt's testing technique was not correct. However, the troubleshooting was incomplete because the pt did not have any test strips. This complaint is being reported, because the pt alleged she required treatment with IV glucose after the error 2 issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. If should be noted that the info. For birthday and weight of the pt was never gathered.